Event description:
Abbott has confirmed that a performance shift in the architect intact pth assay (list number 8k25) has the potential to generate falsely elevated results on patient samples. Results generated with impacted lots may demonstrate a positive shift relative to those generated with previous reagent and/or calibrator lots. The issue may also impact established architect intact pth reference ranges. A product recall will be issued for the impacted architect intact pth reagents, calibrators, and controls.

Manufacturer narrative:
Affected lots of architect ipth calibrator ln 08k25-01 are: lot 01913c000, expiration date: 03/14/2014. Lot 02413e000, expiration date: 05/09/2014. Lot 00613i000, expiration date 09/05/2014. Lot 01913k000, expiration date: 11/12/2014. (B)(4). Additional MDR's were submitted for other affected catalog numbers: architect ipth reagent ln 8k25-20, reference MDR 3002809144-2014-00021. Architect ipth reagent ln 8k25-2,5 reference MDR 3002809144-2014-0002.2 architect ipth reagent ln 8k25-2,7 reference MDR 3002809144-2014-00023. Architect ipth control ln 8k25-10, reference MDR 3002809144-2014-00020. The cause of this issue is not yet known. An investigation is in progress and a follow-up report will be submitted when cause is identified.